Manufacturer narrative:
Investigation summary: "bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'gel bubbles' with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of 'gel bubbles' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had blood pooling in the stopper well. The following information was provided by the initial reporter: "during blood collection by a phlebotomist at renmark collection centre, they observed that pt's blood was pooling in the gel. Sample discarded, new blood sample collected into a new tube"